Event description:
It was reported that the physician had difficulty puncturing the side port of the pump. The puncture of the side port was not possible. The physician tried about 30 minutes to find the access to the side port (catheter access port) with x-ray. An operation was necessary to puncture the side port. The pump contained morphine at the time of the event.

Manufacturer narrative:
.